Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis due to a bent cannula. The customer's blood glucose reading was over 450 mg/dl. The customer had been experiencing high blood glucose levels for two days prior to the hospitalization. Troubleshooting was declined as the doctor requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.